Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The device was returned, analyzed, and no anomalies were found. However, it was noted that the setscrew was stuck on the wrench.

Event description:
It was reported that during the implant attempt, the physician did not hear wrench ratchet with the insertion of the ventricular lead to the device. Upon removal of the wrench, the setcrew was stuck to the wrench. The device was explanted and a new device was implanted. No patient complications have been reported as a result of this event.